Manufacturer narrative:
The unit is going to bootloader mode itself during surgery, this issue cannot be solved right away hence considered as reportable. (B)(4). All available information has been disclosed. The complaint is not confirmed. This complaint has now been closed.

Event description:
Mainboard is going to bootloader modus by itself during shaving (near retina ) procedure. All went red and unit must be switched off from backside during surgery.